Manufacturer narrative:
Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: "the redo tpn catheter has circumferential suture rings to allow the catheter to be secured to the skin with suture during tissue in-growth into cuff." Based on the information provided, no product returned and the results of our investigation, the root cause of the event is user error.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent the placement of a redo single lumen tpn catheters for an unspecified indication. It was noted that the "barrels" (circumferential suture rings) of the device were within the catheter tract rather than externalized. The circumferential suture rings allow the catheter to be sutured to the skin during tissue ingrowth to the cuff. The implant site for this patient is reported as an odd purple/red color, tender, and positive with serous drainage. One and one-half of the barrels came out of the tract upon removing the retention sutures. The catheter was explanted; however, no dates for the implant or explant of the date were provided. No further information was provided for this patient and event.